Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to electively remove the internal magnet. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 14, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2024.